Event description:
Catheter balloon does not collapse completely. Leaves a ridge that cannot pass through the urethrea without severe pain and discomfort to the child.

Manufacturer narrative:
One used and one unused sample were returned and evaluated. Visual inspection revealed no irregularities. Both samples were functionally evaluated and no problems were found. The french size of the balloons was within specification. No other complaints have been registered on this lot and the lot history search was unremarkable. Co testing has found that the speed with which the balloon is deflated is a factor in pruning (ridges formed on balloons). Slower deflation results is little or no ridges while rapid deflation increases pruning. We have advised the customer to insure that care is taken to deflate the balloon's slowly.